Event description:
Pt was put on 200 pump with cassette (filter/male) and medibag. The purpose was intermittent antibiotic therapy. On the third day the pt noted the bag was wet. The nurse opened the battery cover and solution flowed out of the housing. Pt mentioned there was no alarm. A doctor confirmed that the catheter line was blocked and replaced the catheter.